Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Missing UDI number and lot number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the straight suction could be verified, but it had recognition failure during the procedure. The surgery was completed with navigation and there was no impact on patient outcome.